Event description:
It was reported that a patient exhibited inappropriate therapy from their implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was not known.